Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remains implanted; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. However, stroke and neurological/intracranial sequelae are known risks associated with endovascular procedures and are listed as such in the direction¿s for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Manufacturer narrative:
Subject device implanted.

Event description:
It was reported that approximately six months post stent coil embolization procedure the patient suffered a left cerebral infarct and experienced numbness of the right arm and leg. The physician did not administer treatment. The patient¿s symptoms subsided and was reported to have a modified rankin scale of 0 (mrs). No additional information is available.

Event description:
It was reported that approximately six months post stent coil embolization procedure, the patient suffered a left cerebral infarct and experienced numbness of the right arm and leg. The physician did not administer treatment. The patient¿s symptoms subsided and was reported to have a modified rankin scale of 0 (mrs). No additional information is available.